Event description:
Boston scientific received information that this device and right ventricular lead displayed a high out of range impedance measurement. All other measurements were within normal limits. The physician is aware of this issue and is further monitoring this device and lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.